Manufacturer narrative:
Section a patient information was updated with additional information provided by the customer. The field service representative (fsr) inspected the module and performed multiple troubleshooting procedures, calibrations, adjustments, and parts replacement. The replacement of the reagent syringe assembly, the tbg syringe valve to syringe r1, the tbg syringe to pm sensor r1, and the seal water line syringe resolved the issue. No additional discrepant results have been reported since the service activity was completed. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the replaced parts did not identify any trends. A review of tracking and trending did not identify any similar issues related to the alinity system, replaced parts, or discrepant results as described in this complaint. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity c service documentation provides instructions for the removal, replacement and verification of the replaced parts. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial (B)(6) , the reagent syringe assembly, the tbg syringe valve to syringe r1, the tbg syringe to pm sensor r1, or the seal water line syringe was identified.

Event description:
The customer reported falsely depressed potassium results generated on the alinity c processing module. The following data was provided (customer¿s normal range for potassium: 3.5 to 4.5 mmol/l): on feb 14, sample ID (B)(6) (71-year-old, female): initial potassium result = 1.97 mmol/l retested on another analyzer: potassium result = 4.45 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed potassium results generated on the alinity c processing module. The following data was provided (customer¿s normal range for potassium: 3.5 to 4.5 mmol/l): on feb 14, sample ID (B)(6): initial potassium result = 1.97 mmol/l retested on another analyzer: potassium result = 4.45 mmol/l . There was no impact to patient management reported.